Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up report for correction. MFR report # 1213809-2026-00145 was filed as the site legal name was incorrectly reported as san agustin in the initial MDR submission, 3003152976-2026-00139. MFR report # 1213809-2026-00145 was submitted to update the site legal name to canaan, and to have the proper MFR number.

Event description:
It was reported that bd syringe 10 ml ll s/c 200 had leakage past the stopper. Verbatim: pharmacy has reported four incidents where blood has leaked out the back of the syringe, past the plunger. These syringes are used by pharmacy to prepare heparin 9,000 u/9 ml, which is then sent out for teams to flush hd lines. Additional information received on 26-feb-2026: the manufacture number for the syringe is 302995. We unfortunately do not have a lot number to provide or even the defective product to return. Teams threw it away before reaching out to us. If we continue to have issues, I have asked teams to retain the syringes for further investigation. I did follow up with the unit that originally submitted the complaint, and they advised they do have four syringes that could be shipped back for investigation if we are provided with a shipping label.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.